Event description:
The customer reported that the system locked up and displayed 5 arrows. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The fse verified 5 vdc power supply voltage was operating at the correct specification. Power on the ac-rtn secondary was measuring low at 115.3 vdc and the mainframe transformer was re-tapped during the service event. The fluoroscopy functions pcb was evaluated and replaced. The high voltage cable connections were also lubricated and reseated during the service event. The system was tested and found to be working as intended and returned to service.